Manufacturer narrative:
Investigation is ongoing.

Event description:
Edwards was notified by the patient's family, through the edwards implant patient registry, that the patient expired 3 weeks after implant of a sapien transcatheter aortic valve. At this time there is no additional information available.

Manufacturer narrative:
The patient was discharged after an uneventful tavr procedure. In this particular case, multiple investigational attempts have been performed, however per the implanting medical facility; additional information regarding the event is not available. They have requested the medical records from the facility where the patient expired, but were unable to obtain them. The cause of death is not available at this time. It is unknown if the death was related to the valve or one of the multiple co-morbidities. There is insufficient information to determine the root cause of the observed event. The device history records (DHR) review of the valve shows that the device met specifications prior to distribution of the device. The instructions for use and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.